Event description:
The patient¿s left knee was revised for subsided triathlon tritanium tibial baseplate. Update 30nov2020 - it was reported that the reason for revision is subsided triathlon tritanium tibial baseplate.

Manufacturer narrative:
Reported event: an event regarding subsidence involving an unknown baseplate was reported. The event was confirmed through clinician review comment of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: represents a female patient, dob 8/6/46 whose date of implantation and explantation is listed as (B)(6) 2020. The event description states: "... Reason for revision is subsided triathlon tritanium tibial baseplate." (B)(6) 2020 x-ray ap both knees: uncemented left tka with tibial component subsidence into varus. No clinical or pmh, no patient demographics, no operative reports or date of primary tka, no dated serial x-rays, no examination of explanted components. While the x-ray appears to confirm the event description for this pi, preparation of a medical report is not possible for this case based upon the single x-ray provided." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinician indicates that the x-rays provided confirms the event of subsidence. The exact cause of the event could not be determined because insufficient information was provided. Further information such clinical or patient medical history, patient demographics, operative reports or date of primary tka, dated serial x-rays, examination of explanted components. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient¿s left knee was revised for subsided triathlon tritanium tibial baseplate.